Event description:
It was reported that during a da vinci-assisted surgical procedure, customer encountered a recuring issue with the integrated electrosurgical unit (iesu) faulting with monopolar use. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmable using logs; significant number of c38 errors logged. C37, c06, m11, m18, and m32 errors were logged. Visual inspection noted no issues. The iesu was tested on the system and all operations were successful via all ports. No log errors detected during testing. The probable root cause is attributed to a defective generator.